Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle would not retract after IV placed and button broke any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
Correction: cancel MDR: this MDR is cancelled due to the incorrect manufacturing plant having been selected. A new initial MDR- MFR #1710034-2026-00213 has been filed to capture the information found in this MDR along with any updates/additional information that may have become available.